Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling procedure. According to the complainant, during the procedure, the bladder was perforated. The procedure was completed with this device and the patient was catheterized overnight. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".